Event description:
It was reported that fresh blood was noted on the pts shirt. On investigation blood noted to be leaking from the perm-cath on the white tubing between exit site and hub. The blood pump stopped and hemodialysis was discontinued.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.